Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. There was a crack where the bloodline connects to the arterial header. Nurse stated that the patient was not connected when the leak occurred, there was no blood loss as the blood had already been returned to the patient. The dialyzer leaker from the arterial header and the nurse stated that the leak occurred during recirculation and it was more of a saline leak. Patient had no adverse effects and required no medical intervention. Sample is not available; sample was discarded.